Manufacturer narrative:
Hologic technical support expert (tse) reviewed logs and found no issues with the run results or krlu values. Customer understood that results for this assay are qualitative and not quantitative. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sar-cov-2 tma run on panther instrument sn (B)(4) which had questionable run kinetics. Despite results looking fine, customer was worried that krlu values higher than expected.